Event description:
It was further reported that the lead was capped and replaced due to high thresholds.

Event description:
It was reported that the right ventricular (rv) lead had increased thresholds. Of note, this has occurred after a system upgrade three months prior. There no impedance or sensing changes noted. The leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).